Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-1927bct-475 biocomposite corkscrew suture anchor broke off from the inserter driver as soon as the surgeon began to twist it in. This was discovered during a procedure on (B)(6) 2022. Surgeon removed the broken anchor from inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.